Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/23/2021. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: please clarify how many packages this occurred with? No further information is available. No further information will be provided.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown procedure and suture was used. The suture detached from the needle easily when trying to use it. It was a control release needle. Another package was used for the surgery. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: was the needle piece removed from the patient during the same procedure? Was there any patient consequence or injury? What medical/surgical intervention was provided? What is the condition of the patient? What tissue/location was suturing when pull off occurred? Were there any unexpected outcomes or complications as a result of this suture needle pull off event? Procedure name and date? Event date? The single complaint was reported with multiple events. There are no additional details regarding the additional events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify how many packages this occurred with? A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.